Event description:
Ligasure maryland jaw without nano-coating, 37cm open/lap sealer/divider lf1937 lot: 16518391 exp: 01-03-2028. Did not work during lap appy procedure. Sealer would not seal the blood vessel while dissecting appendix. Tried plugging in/out, changed setting, and still not working. Therefore, patient was bleeding and had to replace with the new one that lived in room.